Event description:
It was reported when using the bd vacutainer® luer adapter the device broken; needle separated from the luer adapter. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the luer adapter multi sample broke while administering to patient.".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "bd received 10 samples and 1 photo for investigation. The photo shows the product packaging and lot number. Additionally, the customer samples were evaluated by cannula pull force testing and the indicated failure mode for cannula breaks off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode." The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on:  2023-05-26.

Event description:
It was reported when using the bd vacutainer® luer adapter the device broken; needle separated from the luer adapter. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the luer adapter multi sample broke while administering to patient."